Event description:
The customer reported the subject device exhibited no water supply issue. The reported issue occurred during a diagnostic colonoscopy. The intended procedure was successfully completed using the subject device because the issue occurred at the end of the procedure and the purpose of the examination was achieved. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was observed in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material in nozzle).

Manufacturer narrative:
During inspection and testing, the reported issue (water supply issue) was confirmed. It was observed the air/water supply was insufficient, and the water drainage function was degraded due to clogged air/water nozzle. The clogged nozzle was suspected to be due to insufficient cleaning of the device. In addition to foreign material in nozzle, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. The bending section was titled, the adhesive on the bending section cover was chipped, there was a leakage from the up/down angulation knob, the suction cylinder was shaved, and there were stains on the control section. The paint on the air/water cylinder, and the suction cylinder was peeled. Scratches were observed on the insertion tube, the tip cover, the up/down knob, the up down angle lock lever, the right left angle fixing knob, the control section, the flexibility adjustment ring, the switch box, the scope cover, the right/left knob, the grip, the universal cord, the cope connector, and the scope connector cover due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - as the foreign material could not be definitively identified, and there was no evidence of user's misuse of the device, any further presumed cause could not be established. Olympus will continue to monitor field performance for this device.